Event description:
During the set up for the procedure, the 4-40 stud broke off the handpiece when the disposable was being attached. A second handpiece was used to start and finish the case with no pt consequence.